Event description:
It was reported that a device issue occurred resulting in an aborted procedure. The polaris mmg system ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation, the physician found that the motor could not be withdrawn. The procedure was not completed due to this event. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the returned motor drive unit had biological contamination present on the lemo cable that could not be removed during the decontamination process. Arden hills (ah) repair ops complaint investigation site (cis) is not equipped to handle material with biological contamination present; therefore, further investigation of this unit was unable to be completed. Images of the contamination were obtained and are attached in this investigation record. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation is assigned a most probable conclusion code of cause trace to component failure. This conclusion was selected because the reported allegation of the motor could not be withdrawn was confirmed by field service engineers onsite at the account. After the fse confirmed the failure, it has been replaced. Additionally, the returned unit had biological contamination present on the lemo cable that could not be removed during the decontamination process. Ah repair ops cis is not equipped to handle material with biological contamination present; therefore, further investigation of this unit was unable to be completed. The contamination on the mdu was most likely caused while the treatment was being performed due to user handling and will receive a conclusion code of unintended use error caused or contributed to event. In conclusion, cause trace to component failure was the most probable conclusion assigned for this complaint/event as the reported allegation was confirmed by fse onsite.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. The polaris mmg system ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation, the physician found that the motor could not be withdrawn. The procedure was not completed due to this event. There were no patient complications.